Event description:
A nurse reported difficulty folding an intraocular lens (iol) prior to insertion. The iol was not used. There was no pt impact.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was returned stuck in the loading area of a cartridge. The trailing haptic was bent on the anterior optic surface and was broken-gusset area. The leading haptic was bent back toward the optic. The anterior optic surface was scratched. A very small amount of solution was dried on the posterior surface of the lens. No solution was visible in the cartridge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/14/2009 and 09/04/2009 by mail. A completed questionnaire was received on 09/03/2009. (B) (4). (B) (4). (B) (4).